Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis was not reported. The patient discontinued the pd therapy and started on hemodialysis. At the time of this report, the patient had not yet recovered from the peritonitis and was still in the hospital. Additional information was requested and was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d30020, h13h30047 and h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. (B)(4).